Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had no endoscopic image, and it was completely black. The issue was noted during preparation for a therapeutic unknown procedure. Pre-use inspection was implemented. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The serial number of the device referenced in this report was not provided. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no endoscopic image, and it was completely black. The issue was noted during preparation for a therapeutic unknown procedure. Pre-use inspection was implemented. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.